Manufacturer narrative:
Title: laparoscopy allows the harvest of the diep flap with shorter fascial incisions as compared to endoscopic harvest: a single surgeon retrospective cohort study source: journal of plastic, reconstructive <(>&<)> aesthetic surgery (2021) 74, 1203-1212. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of techniques used to harvest deep inferior epigastric vessels for breast reconstruction between september 2017 and april 2019. The techniques included: endoscopic, total extraperitoneal laparoscopic, and transabdominal preperitoneal robotic perforator harvest. Ligasure was used in 38 patients who underwent the laparoscopic technique. Complications included: 2 perforator/pedicle injuries due to transection that required anastomosis to salvage the graft. Complications related to the breast, the endoscopic technique, the robotic technique and delayed wound healing were not related to the device.